Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction, swelling, white puss, purple skin discoloration, redness, "bumpy and scabby", and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abcess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome range from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month.

Event description:
Healthcare professional reported shortly after injection with juvederm ultra plus xc in "both sides of the mouth", the patient stated that they experienced an allergic reaction with swelling and white pus at the injection sites, as well as a "purplish" discoloration of the upper lip. Four days after injection the patient was evaluated by the healthcare professional who was not able to confirm the patient's report of an allergic reaction or skin discoloration, but did note edema, erythema and white puss at the right side of the mouth. Additionally the healthcare professional observed the injection sites were "bumpy and scabby". The patient was prescribed augmentin. The white puss resolved four days after injection and the swelling and erythema resolved 7 days after injection.